Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that pt presented with prolonged inflammatory reaction to suture. Pt was prescribed five weeks of topical ophthalmic steroids and oral steroids. No further info was provided.